Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01848. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein two additional leads were placed. Effective therapy was restored postoperatively.